Event description:
On (B)(6) 2017 patient at home and had pump stop alarms to lvad controller while connected to wall power. On (B)(6) 2017 patient admitted into the hospital due to alarms. Thoratec engineers advised of issue. Pt connected to non-grounded cable and now without alarms. On (B)(6) x-ray with no evidence of fractures or damage to driveline cord. On (B)(6) thoratec engineers repaired driveline. Pt reconnected to grounded cable and continued to have pump stop alarms. Discussions between pt and surgeon indicated that the risks versus the benefits of an lvad exchange would not benefit the patient.